Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous distal right coronary artery (rca). Two 3.0x28mm promus element stents were previously placed in the proximal rca and the mid rca on an unknown date. The target lesion was ablated successfully with a 1.5mm rotablator. A 2.25x16mm promus element stent encountered resistance while attempting to cross through the previously placed promus element stent in the mid rca. The 2.25x16mm promus element stent failed to cross the placed stent. Tip damage was noted to the 2.25x16mm promus element stent. The procedure was completed with a 2.25x12mm promus element stent. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is combination product. Age at time of event 18 years or older. Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).